Event description:
It was reported the video system center screen went black with white with lines all over the place. The customer reported they then got it to work for a few minutes then the monitor went black with a message to call olympus. The customer was informed the issue may be with the scope and requested they try and get the scope they were using when they had the issue. The customer reported they will call back when they have the scope. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: g2(unmark health professional). Additional information:h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Although it was reported that the issue was resolved on site, it was not specified how. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.